Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as analysis identified a broken fiber tip. Microscopic inspection of the fiber tip showed the fiber tip was broken. Visual analysis did not identify any breaks along the fiber body. The fiber connector did not exhibit any issues. The fiber was connected to vp20 system, and the aiming beam was bright and distorted. The console read: 'error #67: fiber expired! Connect new fiber and resume operation.' It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aiming beam being distorted. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber broke approximately 30cm from the distal end, after 10 minutes and 1.4 joules of use. The area of the treatment was the prostate area. The procedure was successfully completed using another fiber without patient complications.

Event description:
It was reported that during a procedure, the fiber broke in the middle after 10 minutes and 1.4 joules of use. The area of the treatment was the prostate area. The procedure was successfully completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that during a procedure, the fiber broke approximately 30cm from the distal end, after 10 minutes and 1.4 joules of use. The area of the treatment was the prostate area. The procedure was successfully completed using another fiber without patient complications.

Manufacturer narrative:
D1 brand name: correction: slimline sis ez; d4 model number: correction: 0644-020-01; d4 lot number: correction: 0006451122; d4 catalog number: correction: 0644-020-01; d4 expiration date: correction: 10/04/2027; d4 unique identifier (UDI)#: correction: (B)(4). Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as analysis identified a broken fiber tip. Microscopic inspection of the fiber tip showed the fiber tip was broken. Visual analysis did not identify any breaks along the fiber body. The fiber connector did not exhibit any issues. The fiber was connected to vp20 system, and the aiming beam was bright and distorted. The console read: 'error #67: fiber expired! Connect new fiber and resume operation.' It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aiming beam being distorted. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber broke approximately 30cm from the distal end, after 10 minutes and 1.4 joules of use. The area of the treatment was the prostate area. The procedure was successfully completed using another fiber without patient complications.